Event description:
It was reported that a pt diagnosed with ureterostenosis, had a ureteral stent placed for approx three months. The pt returned to the dr complaining of pain in 2004. The dr x-rayed the pt and observed proper placement of stent with no problems noted. The stent was viewed during endoscopy and dr observed encrustation on the bladder end of the stent. The stent was removed without significant bleeding but something got tangled during the removal. A knot was observed in the kidney end of the stent after removal. The dr concluded that the knot caused the tangled issue during removal and not encrustation. Another stent of the same type was placed in the pt without any further complications being reported.